Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, using pulse field ablation, a faradrive steerable sheath was selected for use. During procedure, it was noted that the hemostatic valve leaking with catheter inserted. It was attempted with the catheter straight through the valve to see if the valve would stop leaking, but issue did not improve. The catheter was removed and reinserted, but issue occurred again when catheter was reinserted. The sheath was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was disposed.